Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was using 178 percent of power. Boston scientific technical services (ts) discussed that this was likely a premature battery depletion (pbd) thus, suggested an engineering analysis. Analysis then showed that the power consumption was increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Based on conservative modeling, this device will not deplete to elective replacement indicator (eri) battery status within 90 days. The engineers recommend that the device should either be replaced or have the battery status reevaluated in 90 days time. As of this time, the device remains in service. No adverse patient effects reported.